Event description:
A report was received that a patient underwent a pocket revision due to discomfort at the pocket site. The ipg was moved up to a new location. The patient is reportedly doing well following the revision.